Event description:
Boston scientific crm received information that this patient's spouse contacted technical services in 2008, to report that the device caused or contributed to her husband's death. The spouse alleged that the device did not perform as designed and her husband would still be alive if the physician had not convinced him to have the device implanted.

Manufacturer narrative:
To date, the device has not been returned to boston scientific crm for analysis. A request has been made to the local representative for device status and the possibility for device return. Boston scientific crm received information from the local representative in 2008, that the clinic was not aware that the patient had expired. No additional information was available.